Event description:
Olympus reviewed the following article: "prospective enteroscopic evaluation of jejunal polyposis in patients with familial adenomatous polyposis and advanced duodenal polyposis." This prospective study was aimed to evaluate the efficacy (insertion depth, procedural time) and safety (immediate adverse events) related to the single balloon enteroscopy (sbe) procedure in patients with familial adenomatous polyposis (fap) and advanced duodenal polyposis (spigelman stage IV). Eighteen patients met the inclusion criteria, of which three were excluded making a total of 13 patients included in the study. During sbe, the mean depth of insertion of the enteroscope was 72 (20¿200) cm beyond the ligament of treitz (lot). During sbe, no immediate adverse events except a mild laceration were reported. Also, no late adverse events were reported. In conclusion, the study claimed that small intestinal adenomas distal to the duodenum are commonly found in patients with fap, especially in patients with advanced duodenal polyposis, and are mainly located in the proximal jejunum. Progression to advanced adenomas or carcinoma however is rare, and therefore routine enteroscopic surveillance is not indicated in patients with fap. The authors reported the following:  advancement of the enteroscope beyond the ligament of treitz (lot), were due to the combination of scope malfunction and desaturation (1); uncontrolled looping of the enteroscope in the stomach (1). Patient identifier (B)(6) - is for the desaturation; patient identifier (B)(6) - is for the malfunctions reported: advancement of the enteroscope beyond the ligament of treitz (lot), were due to the combination of scope malfunction (and desaturation). The malfunction was: uncontrolled looping of the enteroscope in the stomach (1). This report is for: patient identifier (B)(6) - is for the patient with desaturation.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.